Manufacturer narrative:
The technician isolated the issue to a worn power cord plug. He replaced the power cord plug to repair the bed.

Event description:
Info rec'd indicates during a preventative maintenance check, the technician found that the ground resistance was out of normal range.